Manufacturer narrative:
The usm was analyzed and the reported error 32099 was confirmed and replicated. In the system logs, the error 32099 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 32099 was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the usm fault check failed on axes controller motor (acm). Once testing was completed, the acm was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors from the acm board located within the usm. It can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding errors 32099 occurring on the universal surgical manipulator 3 (usm3). The reported complaint remained after a power cycle was performed. Tse recommended having the customer perform a hard power cycle on the patient side cart (psc), and if the reported event persist the usm3 can be disabled. There was no reported injury. Intuitive followed up and obtained additional information. The ports were placed when the even occurred. The procedure was completed with no adverse events. The procedure was completed with three arms and other procedures moved to another day after the robot was fixed.